Event description:
It was reported that balloon rupture occurred. A 9.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured at the middle part. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).